Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that back in 2016, this right ventricular (rv) lead exhibited high threshold measurements with loss of capture (loc). There was also evidence of oversensed noise. The polarity of the lead was reprogrammed from bipolar to unipolar. During a recent device replacement procedure this rv lead was tested and capture was confirmed in bipolar polarity; however, the lead was surgically abandoned and replaced without incident. No adverse patient effects were reported.